Event description:
No status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the (B)(6)2017. The device was returned with the reported fault of ¿no status indicator¿. The fault was confirmed during the investigation at heartsine and was due to a damaged capacitor c9, which had created a short circuit to ground on the +18v line, which powers the status leds. However, following the replacement of c9, an attempt was made to power on the device, which resulted in significant damage to the +5v regulator chip (u15) and its input capacitor (c93). Furthermore, severe track damage and burn marks were observed on the pcba beneath these components following this power on. U15 takes input from the +18v line and is routed directly via this line to its input capacitor c93, as well as charging circuitry components c9 and high voltage flyback transformer, t2. The high voltage circuitry should be isolated from the +18v line. However, it is possible that a short circuit from the high voltage circuitry onto the +18v line had caused the damage to the three components and pcba. As multiple charging circuitry components were measured with no fault found, it is possible that the fault had been due to an internal track short on the pcba. Due to the significant damage to multiple components, in addition to severe unrepairable track damage on the pcba, the root cause of the failure could not be confirmed, and no further investigation will be carried out. Information from the device memory showed the device successfully performed all self-tests up to the (B)(6)2018. This would indicate that the failure had occurred after this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator flashing. There was no patient involved in this event.